Manufacturer narrative:
(B)(4).

Event description:
It was reported during a defibrillation threshold test in the clinic, lower out of range high voltage and pacing lead impedance measurements were observed. The patient had to be externally cardioverted and the device then went into backup vvi mode. The firmware was restored and the charge histogram data could be recovered. The threshold could not be recovered for the lead. It is suspected the device and the right ventricular lead are most likely damaged. The device was explanted. No further information is available.